Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was unable to confirm the patient's secondary endovascular procedure or condition as reported. However it was confirmed that patient had an aneurysm sac growth. Clinical refuted the reported type 3a endoleak loss of seal, and partial component separation; but rather it was a type 3b endoleak of the suprarenal cuff. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity(breached) of the suprarenal cuff was the protruding calcium at the proximal stent margin. There was no evidence of a repair procedure, it was reported that the patient was scheduled for endovascular reline procedure. The final patient disposition could not be ascertained. To date there has been no reports of further negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient came in for a routine follow up and computed tomography (CT) showed the patient had a type 3a endoleak with partial component separation including aneurysm sac growth. The patient is asymptomatic and currently in stable condition. A secondary procedure has not been completed or scheduled at this time.